Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 500 mg/dl. The customer stated that they had to change their set two to three times. The customer stated that they had no delivery alarms. The customer did not want to return the sets for analysis. The customer stated that they will call back to troubleshoot.